Event description:
The healthcare provider reported that the patient told her that the device was no longer working and it doesn't' work anymore. The caller did not know what this means. Compatibility guidelines were requested for MRI. Regarding was the procedure due to a problem with the manufacturer device or therapy, it was noted: no. Event date: asked, unknown. Indications for use noted as: urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.